Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected rewind anomaly noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Device was received with intermittent act button and down arrow button response due to flattened act and down arrow button dome switch. Keypad connector was fully locked. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm after multiple set changes. The customer's blood glucose was unknown at the time of incident. Customer stated that they were driving and received no delivery and tried to clear alarm by changing infusion sets. Customer was assisted with no delivery troubleshooting. Customer stated after manual prime, the insulin pump alarmed no delivery again. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will not be returned for analysis.